Event description:
It was found during evaluation that the ground pin on the power cord had broken off, possibly indicating accessible ac current. There are no reports of patient involvement or adverse consequences.